Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, double bubble effect. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced postoperative bilateral grade ii capsular contracture. In addition, the patient also experienced bilateral double bubble effect. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the explantation date. The surgery was cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: n/a. The relevant fields have been updated. Manufacturer's reference number: (B)(4).